Event description:
Pt who informed that during last infusion freedom 60 pump stopped about 1/2 way through, she paused infusion, and was able to get it working again. No missed dose. Replacement pump being sent. Pump available for investigation upon return. Serial number not provided. Unknown if the md is aware. No further information reported. Common variable immunodeficiency.